Event description:
It was reported that this patient began experiencing incontinence approximately three month post the sling implant surgery. A new artificial urinary sphincter (aus) was implanted to correct the patient's recurrent incontinence. The patient is recovering well after the aus implant procedure.

Manufacturer narrative:
Date of event: the exact date is unknown. The current date is an approximate based on the event description.

Event description:
It was reported that this patient began experiencing incontinence approximately three month post the sling implant surgery. A new artificial urinary sphincter (aus) was implanted to correct the patient's recurrent incontinence. The patient is recovering well after the aus implant procedure.

Manufacturer narrative:
Date of event: the exact date is unknown. The current date is an approximate based on the event description there was no device performance allegation. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with this implant and is noted as such in the device instructions for use (IFU).